Event description:
It was reported that while attempting to treat a heavily tortuous lesion, the guide wire was advanced into the ivus catheter prior to being inserted into the pt. There was heavy tortuosity before the lesion, so the guide wire needed to be torqued very aggressively during catheter placement. The guide wire was advanced and retracted very strongly. The guide wire was not able to handle the force and was removed with the ivus catheter as a single unit. Upon removal from the pt, the guide wire was found to be separated.